Event description:
No additional information received.

Manufacturer narrative:
Our quality engineer inspected the 6 photos submitted for evaluation. The issues of foreign matter, bent/deformed component, and cosmetic issues were confirmed upon inspection of the photos. One representative photograph was labeled as "black mark" and dark spots overlaid the stopcock housing. One photograph was labeled as "contamination" and yellow colored material overlaid the top body of the q-syte connector. One photograph was labeled as "damage" and features were observed on the luer adapter of the stopcock housing. One photograph was labeled as "dent" and features were observed on the top body connector that were consistent with a dent. Due to the poor image quality and without the physical samples, it was unclear if the black marks and stain mark were embedded or were a feature on the external surface of the material. Due to the poor image quality and without the physical samples, it could not be determined if the damage and dent were caused during the molding process or from damage from subsequent processing or handling. As the photographs support the complainant¿s description of the reported event, the complaints were confirmed. However, bd cannot confirm the exact cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
This MDR is for the foreign matter. Black marks, stain marks, scratches, dents found during production at atom. 362 black marks, 22 stain marks, 4 scratches, 10 dents are found.

Manufacturer narrative:
(B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a180104 - device contamination with chemical or other material.